Manufacturer narrative:
Pump received with ghosting display due to opened lcd zebra connector. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The daughter of a customer reported via phone call that the insulin pump keypad buttons are not responsive and the act button does not work. The customer also indicated that the display screen is faded and the wording on the screen is subdued and not bold. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.